Event description:
It was reported that the device illuminated the service wrench icon. There was no patient use associated with the event. Physio-control evaluated the device and found a malfunction that may result in fluctuating device impedance readings. This could affect if the device would appropriately detect a patient connection and provide defibrillation therapy.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. The cause for the observed malfunction was determined to be process residue on the u20 ic chip of the analog pcb assembly.